Manufacturer narrative:
One medfusion pump was received in good condition with no appearance of physical damage. The event history log was reviewed and there was evidence of the reported "force sensor test error". The power up process was conducted and the force sensor was checked and tested. Force sensor test error was found at power up and failed reading of force sensor at 0.00 lbs. The force reading was -0.98 lbs. And the count was at 0.00 ( at 0.00 lbs count of force, the sensor should be at 30s to 40s). The force sensor was out of calibration. Preventative maintenance was conducted and all functional tests passed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor test alarm. There was no reported adverse event.

Manufacturer narrative:
A1 and h6: additional information was received that there was no patient present at the time of the event.